Event description:
It was reported to boston scientific corporation that an uphold was implanted on (B)(6) 2014. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; painful intercourse; offensive vaginal discharge; recurrent incontinence; damage. Surgical interventions: on (B)(6) 2017 the patient underwent further surgery regarding the uphold implant under general anesthesia for the following purpose: alleviation of complications. Nonsurgical treatments: on (B)(6) 2014 the patient commenced pain medication: panadol for purpose: pain relief. Treatment duration: 7 yrs. On (B)(6) 2014 the patient commenced topical treatment: oestrogen cream for purpose: moisture. Treatment duration: 2 years. On (B)(6) 2016 the patient commenced topical treatment: olive and honey based cream for purpose: moisture (can't use oestrogen cream). Treatment duration: 5 years.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.